Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8578, lot# n083998, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, lot# l55917, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable infusion pump. The indications for use were noted as non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient's pump was alarming because it had reached end of service (eos), and the patient could not find a physician that was willing to replace it. The patient's current physician did not do the surgery and had not found her a new doctor. The patient went through withdrawal when the pump expired in january. She was given 10 mcg fentanyl patches after the pump reached eos and when she didn't have the patches, she would go through withdrawal. Additional information was received from a consumer that the pump had been alarming since (B)(6) 2015. In (B)(6) 2015, the patient had appointments for surgical consultation for possible implant of a new pump on (B)(6) 2015, and it "did not get taken care of" because the hcp would not manage the pump. The patient ran out of her 100 mcg fentanyl patches, and 8 mg or al dilaudid on (B)(6) 2015. The patient had been to the ER twice: (B)(6) 2015 due to pain. On (B)(6) 2015 they gave her pain medications (percocet) for three days. The patient had not been feeling well, was very sick to her stomach. The patient had an upcoming appointment for a primary care physician on (B)(6) 2015. The reporter was redirected to their hcp.